Event description:
Customer reports, back to back results of 450 mg/dl on advantage system #1 compared to results of 69 mg/dl and 97 mg/dl on advantage system #2. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.

Manufacturer narrative:
This medwatch is for the suspect device used in advantage system #1.